Manufacturer narrative:
Supplemental MDR initiated: event date updated to correct date of (B)(6) 2015. Upon device return, analysis found no significant anomalies. The set screw was back out too far.

Event description:
Additional information received by the manufacturer representative reported confirmed that the event of the lead not completely feeding into the header during the implant procedure occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wem1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacture representative reported the lead did not completely feed into the header during the implant procedure. The header block screws were backed out, but the lead still did not feed into the header. Another implantable neurostimulator (ins) was used which resolved the issue as the lead fed into the header. The patient was alive with no injury or additional surgical intervention. The ins was returned for analysis. Event date was undetermined and follow-up was being conducted to obtain this information.